Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was not returned for evaluation by the patient. Because the lot number is unknown, the device history records could not be pulled for review. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 6 of 6 for the same event. Reports 1 through 5 are reported on MFR #0001032347-2016-00268 through 0001032347-2016-00272.

Event description:
It was reported that the implants she had placed on (B)(6) 2015 on her left side "were put in wrong" and had to be taken out. It was reported that a spacer is not implanted until a custom implant is ready for her. Upon follow-up, it was reported the implant was removed as a result of it becoming dislocated and shifting. This resulted in damage to the nerve which has left the patient paralyzed on the left side from the forehead through to the lower left jaw. There was no report of infection for this patient. It is reported that the fit was the reason for the revision.